Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, only one third of the parenteral nutrition volume was administered and the pump displayed the end of infusion. No adverse effects were reported.